Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the egms. Lead damage is suspected. Due to the patient's age, a decision to replace the lead will be made when the device reaches eri. The device was programmed with hv the rapy off and the lead remains implanted.